Event description:
The customer reports three patients who underwent unspecified procedures using one of two different gastroscopes tested positive for a rate strain of antibiotic resistant e. Coli. The customer is unsure if the patients were cross infected with the scopes. Additional details regarding the patients and reported events have been requested. At this time, the only additional provided by the customer was that the scopes have been cultured by the facility. The cultures on both scopes have all come back negative, however, the scopes will be sent in for routine maintenance. Case with patient identifier (B)(6) reports patient one of three. Case with patient identifier (B)(6) reports patient two of three. Case with patient identifier (B)(6) reports patient three of three.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation (although it is anticipated to be). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2429304 - 2022 - 00138.

Event description:
Update: additional information provided by the customer: the procedure being performed was an esophagogastroduodenoscopy (egd) with biopsy for the indication of melena. The infection was diagnosed 24 days (potentially 9) after the procedure by blood culture. The patient was treated with IV antibiotics (cefiderocol). The patient's current condition is reported as deceased. Date and cause of death were not provided. Additional information has been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being updated to report additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following non-reportable defects were observed: leakage from biopsy channel, switch button 1 (sw1) shifted, inner wall of biopsy channel scraped/cracked, insufficient angulation, play on up/down angulation control knob, insertion section sneaky at manipulation, objective lens (ob-lens) glue deteriorated, light guide (lg-lens) glue deteriorated, water invasion of 1 lens, bending section cover (a-rubber) glue discolored/cracked, universal cord under boot wrinkled, labeling at control section was wet, and inner control section/cover corroded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a root cause of the reported event could not be determined. The olympus endoscopy support specialist (ess) confirmed that after observing the customer's reprocessing steps of the device, there were no deviations from the instructions for use (IFU). The user also confirmed that after performing culture testing of the device, the results were negative. Therefore, a relationship between the reported patient infection and the subject device could not be identified. This supplemental report includes a correction to d9 to provide information that was inadvertently not included on the initial medwatch. An update has been made to h3. Also, additional information has been added to d8 and h4. Olympus will continue to monitor field performance for this device.